Event description:
It was reported that the t:slim x2 pump battery would not charge, with a power source alert noted in the pump's history. There was no adverse impact to the customer¿s blood glucose level as the issue did not lead to a pump shutdown or inability to turn the pump back on. The customer resolved the issue by changing the charging supplies to the same tandem wall adapter and cable, resulting in the pump beginning to charge, and no further assistance was required.